Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found before the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e433 in the error log during the inspection. However, this error did not appear during the inspection and testing of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps (printed circuit) board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.